Manufacturer narrative:
(B)(4).

Event description:
Additional information received - the reporter stated the lens was damaged while being inserted into the patient's eye. The incision was enlarged to remove the lens and sutures were required to close the incision.

Event description:
The facility returned to the manufacturer a torn -2.0 diopter aq5010v silicone three piece model lens. Per the information provided with the returned product, the cartridge used was defective and damaged the lens. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B)(4). Conclusions: based on the complaint history and the evaluation of the returned lens, possible root causes for lens tears include both delivery system issues and handling errors by the customer. Investigation of the root causes of lens tears, were addressed in a CAPA opened in june 2005 (which was subsequently closed). The CAPA addressed delivery system issues including all stages of manufacturing of the injectors and cartridges. Processes were reviewed and revised as opportunities for improvement were revealed. The CAPA also addressed handling errors. All injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. (B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer? No : the product pertaining to this complaint was not returned for evaluation. However, the lens was returned and visual inspection found the lens optic torn into two pieces. A piece of the lens optic and one haptic were torn off and missing. There was evidence of clear surgical residue. (B)(4).